Event description:
It was reported that the lead exhibited high thresholds and high impedances since implant. Repositioning the lead did not resolve the issue. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.